Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol sepramesh ip on (B)(6) 2016 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016- patient was diagnosed with abdominal wall hernia thereby underwent laparoscopic repair with implant of sepramesh ip (device 1). Per op notes, ¿recurrent hernia was identified at the left mid quadrant, containing omentum this was removed. An incision was made in the mid quadrant. The hernia sac was dissected out. A sepramesh ip (device 1) was placed in the abdominal cavity and secured with tacks.¿ (B)(6) 2017- patient was diagnosed with recurrent incisional abdominal hernia, adhesion thereby underwent laparoscopic repair with explant of sepramesh (device 1) and implant of sepramesh (device 2). Per op notes, ¿at the left upper quadrant, previous hernia was identified, eventration of the mesh on the left mid abdomen was noted, eventration of mesh into the hernia sac, omentum, and the loops of the small bowel were dissected and reduced. A midline incision was made in the mid abdomen encompassing the umbilicus. There were dense adhesions which were taken down sharply. Previous mesh sepramesh (device 1) was excised. A sepramesh (device 2) was placed in the abdominal cavity and secured with tacks.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2016) is considered to be a best estimate. This supplemental emdr represents the bard/davol sepramesh ip (device 2). An additional supplemental emdr was submitted to represent the sepramesh ip (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #2). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of two unspecified bard/davol sepramesh ip on (B)(6) 2016 and (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.